Event description:
Laparoscopic appendectomy. Piece of instrument broke off during use, discovered through camera. Broken piece retrieved, a second instrument was used to finish the case. A complete check of the abdominal cavity was done.